Event description:
"Shelhigh pulmonic valve conduit was implanted into my daughter. This valve was contaminated, adulterated, and/or defective which resulted in her death. Diagnosis or reason for use: repair heart defect." (According to report).

Manufacturer narrative:
We have reported on this case a few years ago when we first got reports of the incident. The significant comment is that small size shelhigh pulmonic conduit model nr-4000 was implanted soon after the pt's birth. Four months after implantation, a 2d echo was performed and according to the hospital, the device appeared to function normally and no vegetation was seen. One month later, the pt was admitted in distress at another hospital (different than the original implanting hospital) with vegetation on the valve. She died shortly thereafter at home. Subsequent to an infection, the pt died after her 2nd discharge. The cause of death was unclear, however, given a confluence of factors discovered during autopsy (e.g., preexisting congenital malformations, an aneurysm of unk location, vsd repair with a synthetic patch, and other features). A 3rd party investigation of the medical facts was also conducted. The foreign country's medical board concluded that this complication was not device related. No further action is necessary. The adverse event does not seem to be device-related.